Event description:
A nurse reported a system message displayed during surgery. A 20 minute delay occurred while the system was repaired. The case was completed without pt injury or harm.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported event. The solenoids were found to have glue on them from previous spacers. The solenoids were cleaned. The system was then tested and met all product specs. (B)(4).